Manufacturer narrative:
The adverse event is being reported out of an abundance of caution. The product associated with this complaint was not returned to the manufacturer for analysis. A review of manufacturing records for this device was completed and no issues were identified that could have lead to the adverse event reported. Complaints will continue to be reviewed and monitored for trends.

Event description:
Patient underwent a right sided transcarotid artery revascularization procedure. The neuroprotection system was connected and it was confirmed to have reverse flow. At that point, the physician crossed the lesion. When the doctor advanced the balloon, the patient started to move her head and the markings (roadmap and marked screen) were off. The physician decided to take another picture to make sure he was in the right position and that's when he saw that some emboli broke free and traveled to the brain. He decided he needed to balloon and stent then treat the emboli. While he was stenting, the patient started to lose the ability to speak and couldn't squeeze her left hand. A neurosurgeon came into the room and used penumbra to get the emboli. Once that was done the patient started to be able to squeeze her left hand and her speech normalized. The surgeons thought the issue was that the vessel loop had somehow loosened when the patient was moving around. The patient was showing no cognitive issues when the case was complete.